Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an svt ablation procedure, a perforation occurred. During geometry acquisition, the catheter was displayed outside of the geometry. The patient became hypotensive, and an echocardiogram confirmed a cardiac perforation for which a pericardiocentesis was performed to stabilize the patient. The ablation was completed with no patient consequences. It was indicated the age and patient condition may have contributed to the event. There were no performance issues with any abbott device.

Event description:
During an ablation procedure, a perforation occurred. During geometry acquisition, the catheter was displayed outside of the geometry. The patient became hypotensive and a pericardiocentesis was performed to stabilize the patient. The ablation was completed with no patient consequences. It was indicated the age and patient condition may have contributed to the event.